Event description:
No additional information.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had flow issues. The following information was received by the initial reporter with the following verbatim it was reported by the customer that another avenue for med error and not getting enough medication is when a nurse backprimes to rinse secondary tubing to hand the next med if a 100 ml antibiotic is then hung, it is potentially approxiamately 30 mls of the primary fluid that infuses first at the antibiotic rate, then 70 mls of antibiotic, and then the back up rate kicks in when the 100 mls of the med infustion finishes and the back up fluid kicks in often at a much slowe raete...the antibiotic is still in the line and will finish infusion at that slow rate. I know what I do to make sure the med is infused at the appropriate rate, but most nurses do not do that.